Event description:
A venatech lp filter was implanted in the pt in (B)(6) 2007. On (B)(6)2009, it was reported that the filter is located in the pt's right atrium. The pt is positive for a pulmonary embolism. Importer narrative: no further pt info has been provided. Device lot number has not been provided. The physician examined the pt history records to determine if there was a subsequent venous intervention that might have caused filter displacement. The physician reported to the initial importer that the pt records are incomplete. It is unknown if a venous intervention occurred since filter implant.